Event description:
It was reported that post implant, loss of ventricular output was observed on the rv lead. Lead was implanted with mdt device and lv lead. It was later reported that asystolic pauses was observed and suspected that it was pacing without capture in rv and lv lead. Patient later presented for explant procedure. The lead was explanted and replaced. No adverse consequence was observed. Patient is stable and discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.